Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: product was not returned, and will not be coming back.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 05/21/15, surgeon confirmed that the reason the tibial nail inserter and locking bolt were difficult to take off from the nail was due to the patient's knee was hanging off the hospital bed but when the patient raised his leg, the tibial nail inserter and locking bolt came off easily from the nail.

Event description:
It was reported that during a tibial rodding, the tibial nail inserter, part # 03.010.045, lot # 4984113, and locking bolt part # 03.010.044, lot # 254043, were difficult to take off from the nail, further described as it was tight and they could not get it off. No additional information was provided. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records was conducted. The report indicates that the ef precision manufactured the standard insertion handle, p/n 03.010.045, and lot #4984113 on po #(B)(4)for (B)(4) pieces delivered (B)(4) 2005 and processed on brandywine work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4)2005; the lot was inspected and (B)(4) conformed to synthes inspection sheet (B)(4). The parts were released to the warehouse on (B)(4) 2005. There were no further mrr¿s, ncr¿s, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.